Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy effluent. The breach was not further specified. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip)amikacin (dose, duration and frequency not reported).on an unreported date, the amikacin was changed to ip vancomycin (every 4 days, dose, duration and frequency not reported) for peritonitis. Thirty-one days after event onset, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.